Manufacturer narrative:
The reported complaint of stripped setscrew was confirmed. Device was received after explant. Analysis found that calcified blood was filling the v-setscrew inset. The calcified blood was preventing the wrench from engaging the v-setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could be fully inserted into the inset to engage it and untighten the setscrew and remove the lead. The blood most likely came through a hole punched through the septum by the torque wrench at time of implant. Electrical testing revealed the battery had depleted to elective replacement indicator level.

Event description:
It was reported during a pacemaker change out that the set screw was stripped. It was also noted that there was silicone from the seal stuck in the set screw. The pacemaker was successfully explanted and replaced. The patient was in stable condition.